Event description:
It was reported that prior to starting a da vinci s total benign hysterectomy procedure the fenestrated bipolar forceps instrument cable was broken. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the pitch cable was frayed at the distal clevis hub, not broken. The cable strands stuck out at the wrist. The instrument wrist still functioned but the movement may not be as precise. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.